Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy surgical procedure, a surgeon reported a pulley detachment in the maryland bipolar forceps instrument jaws during the procedure. He did not report any fragments falling into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The maryland bipolar forceps instrument was analyzed, and fa was able to confirm and reproduce the reported complaint. The instrument was found to have a broken conductor wire at the bipolar within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage.

Event description:
Refer to h10/h11 for follow-up information.